Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Medtronic legal received information that the customer had high or low blood glucose level from the attorney of legal firm of (B)(6). The insulin pump will be returned for analysis.